Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 444 mg/dl. The customer treated her blood glucose level with an injection. When she removed the reservoir there was a large air bubble. The customer had an issue with the infusion set. Insulin did not come out. The device was not returned.